Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bleeding from their incision site of the implantable pulse generator (ipg). The device remains in use. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.